Event description:
It was reported that the hospital's "security vulnerability management team have identified below vulnerabilities for alaris and also pfa the scanned results vulnerabilities." The customer reached out to bd asking confirmation if they are "good to apply the patches on the mentioned server." Per bd tech support, "customer was looking to get an exemption for the service I provided them with the same exemption they got last time closing case as resolved." There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established. Correction : medical device type additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the hospital's "security vulnerability management team have identified below vulnerabilities for alaris and also pfa the scanned results vulnerabilities." The customer reached out to bd asking confirmation if they are "good to apply the patches on the mentioned server." Per bd tech support, "customer was looking to get an exemption for the service I provided them with the same exemption they got last time closing case as resolved." There was no patient involvement.